Event description:
No additional information received from the customer.

Manufacturer narrative:
"This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, d10, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the rigid tube was dented, the light guide bundle was chipped, the light guide cover glass was contaminated, insufficient light due to the universal cable, component failure of the light guide bundle, and component failure of the rigid tube a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use the subject device had unable to obtain white balance, abnormality. There were no reports of patient harm.